Event description:
It was reported that a revision surgery with change to knee tep was performed due to pain syndrome - intraoperatively and the accuris femoral component was found broken.

Manufacturer narrative:
The associated genesis uni femoral component large, genesis uni articular insert and genesis uni tibial baseplate were returned and evaluated. A lab analysis conducted during this investigation indicated that the femoral component is fractured with bone cement still adhered to the posterior aspect of the cement contacting surface. The tibial baseplate is burnished on the proximal surface and also has bone cement still adhered to the cement contacting surface. The plastic insert shows signs of deformation and wear, and has a small fracture on the periphery. There were no observations of material or manufacturing deviations in the course of this investigation. Our investigation included a review of the manufacturing records for the listed batch of the femoral component which did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A clinical analysis noted that based on the provided documentation and radiological images, loosening of the right uni-tibial baseplate, disease progression, reported ¿varus malposition¿ and obesity were most likely the contributing factors of the reported pain and subsequent revision/conversion to a right tka. It was documented that the uni-prosthesis was not fractured prior to the operation, therefore does not contribute to the patient¿s complaints of pain or the revision procedure. The patient impact was the reported pain, the revision/ conversion to tka procedure and an expected brief rehabilitation phase. No further impact is anticipated. No further medical assessment can be rendered at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated reporting of a revision with a genesis knee due to "pain syndrome" with plans to exchange the "tep". Intraoperatively, the accuris femoral component was found broken. Several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history did not reveal additional complaints for the listed part. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.